Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in a very tortuous circumflex artery. After pre-dilatation was performed using 2.0x20 apex balloon catheter, a 2.25mmx20mm synergy ii drug-eluting stent was advanced to treat the target lesion. A non-bsc guide extension catheter was also advanced to help deliver the synergy stent; however, upon pulling the back the non-bsc guide catheter, it caught up with the synergy stent and sheared off the stent from the delivery system. Snaring was attempted to retrieve the stent, but was unsuccessful. The physician then decided the crush the stent with a 3.0x28 synergy stent and the procedure was completed. No patient complications were reported and the patient's status was stable.